Manufacturer narrative:
Additional information: a2, a3a, b5, b6, b7, d10, and f10. B5: additional information was received. The patient was admitted to the hospital at 37.4 weeks for ¿preterm premature rupture of membranes.¿ the patient was induced with minimetro and atonin. The patient¿s temperature was 38 degrees celsius with high grade transient bradycardia at 11:00. After repeated prolonged decelerations in the baby with bradycardia, the physician performed an emergency cesarean section for non-reassuring fetal status. The seprafilm was applied to the anterior uterine wall under the incision area. No meconium was noted in the amniotic fluid. The mom (patient) was started on clindamycin. Post operative (postop) day two the patient presented with abdominal pain and fever (not further specified). Reportedly, the ¿inflammatory response increased¿ (not further specified) and gentamicin was added. Postop day three, the patient had a computed tomography (CT) scan which showed an abscess. A laparotomy was performed to drain the abscess. Postop day four, the ¿inflammatory response decreased.¿ at the time of this report the patient has recovered. No further information was available at the time of this report. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of patients developed unknown infections wherein seprafilm was used. The events allegedly occurred when seprafilm was applied to the anterior uterine wall under the incision area during cesarean sections. While no medical or surgical intervention was reported these events likely required surgical intervention in order to preclude permanent impairment of a body function or permanent damage to a body structure. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.